Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative has reported that an sa60at intraocular lens (iol) was inserted then removed. Additional information was provided by the surgeon, who reported that the patient's posterior capsule ruptured during the insertion of the iol. The iol was not stable in the capsular bag, so the iol was removed and replaced with different lens model. The patient's issues resolved.

Manufacturer narrative:
Evaluation summary the customer indicated the use of a non-qualified cartridge and non-qualified viscoelastic. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).